Manufacturer narrative:
(B)(6). Correction/removal report number: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) was leaking at the end of the bag, not sealed in between ports. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample observed a hole at the bottom weld in between the spike port tubing weld and fill port tubing weld of the bag. Functional testing was performed and revealed a large leak from the bottom weld in between the spike port tubing weld and fill port tubing weld of the bag. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.